Event description:
It was reported that the patient's pump stopped and that a system controller exchange was required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
System controller referenced in MFR #2916596-2022-11755.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues were reported. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. A pump stop event was captured beginning on (B)(6) 2022 at 11:21:06 until the end of the log file due to controller exchange. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29jul2014. The heartmate ii instructions for use and heartmate ii patient handbook are currently available. No device related issues were reported. No further information was provided. The manufacturer is closing the file on this event.